Manufacturer narrative:
Additional annex f codes added. Annex g code added. Additional device added to d10. Concomitant medical product: product ID: 9735821, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This incident happened prior to the case while registering the instruments. The patient wasn¿t in the room either. The navigation system was then switched out and then the case was fine.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0709 was coded for the navigation system being unable to recognize instruments. A05 was coded for the visible damage on the psu. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that the system was unable to recognize any navigated instrumentation, including: reference frame, passive planar probe, scope tracker probe. The manufacturer representative (rep) noted that although there was no amber light on the positioning sensor unit (psu), it had visible cosmetic damage and there was a piece of tape on the center of the camera directly above the amber light marker on the system. While on site on may 10th, the rep was unable to replicate the issue. Technical services (ts) had the rep check the ndi toolbox for the psu, as well as the navigation system self test, which showed that system functioned as intended. The issue also occurred on may 6th with a different patient. This was the second occurrence of this issue. Delay in surgery and patient impact were not provided.